Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient had a lead revision on (B)(6) 2018 in hopes of covering more of their back pain higher in their back. The rep did not know if any troubleshooting has been previously done. The lead was moved and the patient had good coverage of their back. Post-operative programming covered their painful areas with the stimulation. The issue began on an unknown date. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.